Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements greater than 2,000 ohms. Oversensing and pacing inhibition with asystole of less than 2 seconds were also noted. Additional information from the field representative indicated no lead damage was visible under fluoroscopy. However, the oor measurement was observed on a pacing system analyzer (psa). No damage was also seen in the lead or header connections. This rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided."